Event description:
"A small plastic component that secures the brake cable to the rollator frame is missing."

Manufacturer narrative:
It was reported that "small plastic component that secures the brake cable to the rollator frame is missing. Customer was sitting on the rollator when the cable came out and slipped." Additionally, "customer reports this caused her to fall backward, hitting her head. Customer states she was unable to walk for several days due to severe bruising. She was evaluated in the emergency room to rule out any fractures and was advised that she sustained significant bruising". It has been determined that the reported event caused or contributed to a serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.